Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had experienced some power fluctuations with elevated lactate dehydrogenase (ldh) in past 2 months and intermittent tea colored urine which resolved. The pt had not had any renal compromise. The pt was seen in clinic and no power fluctuations or alarms were noted on history or reported from the pt. The pt had been experiencing extreme anxiety due to personal situations and was admitted the following day for chest pain. The vad coordinators were notified of the pt's admission 3 days later. Upon assessing the pt, the vad coordinator noted power fluctuations and a pump stop for 1 minute early that morning. A pump exchange from one lvad to another lvad took place the following day.